Event description:
The customer reported that his olympus hd camera head was not displaying an image properly. According to the initial reporter, the display only had vertical stripes present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A breakage was found in the cable sheath, causing a loss of tightness in the external connection mesh, and likely causing the reported failure mode. The rest of the camera was inspected, and no other abnormalities were discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and due diligence attempts. A response was received and additional information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported problem could not be reproduced, it is likely that water temporarily entered the button panel area due to a loss in the airtightness of the internal wiring for the external network connection. This could result in a temporary loss of image. Olympus will continue to monitor field performance for this device.